Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days from receipt.

Event description:
The information received indicated that a patient called for medical information and reported adverse events. The patient had two unspecified cardiac stents placed in unknown vessel for "chest pain and artery clotted." Approximately one month later, the patient reported he was admitted to the hospital, as one of the stents closed up. As treatment, a cypher stent was implanted. The chest pain event resolved. The patient was discharged a few days later. The patient stated on an unknown date, he was hospitalized for chest pain and had two unspecified cardiac stents implanted in unknown vessel. The patient stated, he was discharged from the hospital a few days later. The event resolved on an unknown date.